Event description:
The physician reports that the crystalens trailing haptic tore during insertion with a lens injector system. Intervention was performed in order to enlarge the original incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l and evaluated. The results of the investigation reveal the lens haptic was torn at the hinge, which is consistent with lens damage due to injector use. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.